Manufacturer narrative:
(B)(4). The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to missing retainer. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at battery tube side, stained serial number label, scratched keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Missing retainer was confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to missing retainer. Unable to confirm alleged hyperglycemia (high bgs). Reservoir unable to lock into place confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with intravenous. The customer was taken in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because customer getting bolus. The insulin pump was returned for analysis.